Event description:
Lead broke in st. Judes pacemaker that was installed on (B)(6) 2006. Leads had to be removed and new pacemaker installed. The pacemaker mode is 5380, serial (B)(4), rallead 1688tc/46, serial (B)(4). I would like to know whether there is a class of this pacemaker with similar problems and research on reasons for breakage. (B)(6).